Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during implantation of the lead, deployment difficulties occurred. Another lead was implanted and there were no adverse consequences for the patient.